Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet was stuck on the bottom roller and the roller was damaged. The ratchet gear and roller were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after surgery the handle was jammed on the mesher. There was no patient involvement. During product evaluation, the handle was unable to perform the up and down motion. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.